Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power errors alarm frequently. Customer blood glucose at the time of incident was 5.6 mmol/l. Troubleshoot was performed. Customer said the internal power source was unable to charge. Customer inserted new battery but the issue reoccurred. Customer has previously called to report power error detected. The pump is operating on the (B)(6) battery only. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. The insulin pump will be returning for analysis.